Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). One side bail cover was also found to be broken, the battery contacts were compressed, and the control knobs were contaminated.

Event description:
It was reported that the device came up with self-test failure code 0015. The battery was removed and re-inserted, with a failure of the device to boot at all. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.